Event description:
The customer reported the system intermittently continued to emit x-ray without command. Also, the circuit breaker tripped. No report of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply to the fluoro functions board was adjusted. Also, the calibration files were restored by fleshing the nodes. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.